Manufacturer narrative:
(B)(4).

Event description:
The pt felt stimulation in the wrong location. A lead revision was performed. The reason for the revision was not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.